Event description:
The customer observed falsely elevated creatinine results while using the architect c16000 analyzer. The customer generated an initial result of 3.5 and retest results of 1.35 and 1.36 (customer range provided: 0.6-1.1). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.